Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left subclavian vein. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.